Event description:
While pushing pt in a wheelchair with IV pole along side, the IV pole fell and hit the pt's dorsal left hand. Pt complained of twisting back while trying to avoid direct hit from IV pole. Pt had recently had spinal surgery. X-ray of the hand revealed no fracture. CT scan performed on their back did not reveal any additional injury. Pt remained hospitalized for evaluation and treatment of back.